Event description:
A malfunction alarm with code malf 9 was reported by the customer. There was no reported impact to the customer¿s blood glucose level, and the customer declined to provide specific information regarding any changes in blood glucose levels. Customer service provided pump reset instructions, and the customer successfully reset the pump without the malfunction code recurring. The customer was advised to continue using the pump and to call back if the issue recurred, indicating understanding of the instructions.